Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer will use multiple daily injections as backup therapy, and tandem's technical support will replace the pump. Customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.